Event description:
It was reported that prior to a procedure, "the obturator of the trocar broke in half." There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for evaluation. Examination of the returned device revealed evidence of clinical use. The obturator was confirmed to be broken in half; therefore, the reported issue was substantiated. Results of the investigation confirmed the reported issue as the device was received with a broken obturator out of package. It is possible that the obturator impacted a hard object with force beyond its validated parameters or experienced excessive lateral force. A review of the lot control sheet (lcs) indicated that all required inspections and tests were conducted on all devices in the lot in question indicating that the instrument was in working condition when released from stryker® sustainability solutions. This report is being filed as a malfunction due to sss being in a 2 year reporting cycle due to MDR 0002090040-2013-00002 filed where incision had to be made larger to retrieve broken piece even though there was no patient injury associated with this event. The reported event is not occurring more frequently or with greater severity than is usual for the device.